Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rise in pacing impedance that remains within normal limits, as well as high capture thresholds. The suspected cause is calcification. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; this right ventricular (rv) lead triggered a lead safety switch (lss) due to a pacing impedance out of range and high capture threholds. The lead remains in service. No adverse patient effects were reported.